Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that a certas valve (ID 828804) was implanted via ventricular peritoneal shunt on unknown date with setting 4. After the operation, the patient was in the follow-up, a CT scan was performed and seemed to be no particular problems. The next day, a subdural hematoma developed. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
The certas valve (828804) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.